Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the sample syringe drive to resolve the issue. (B)(4).

Event description:
The customer reported receiving erroneous patient results for glucose and lipids on the au680 clinical chemistry analyzer. There was no change in patient treatment in association with this event.

Event description:
The customer reported receiving erroneous low patient results for glucose and lipids on the au680 clinical chemistry analyzer. There was no change in patient treatment in association with this event.

Manufacturer narrative:
Upon further review, the customer reported the erroneous glucose and lipid results recovered low. Low glucose or lipid results are not reportable events. This event is no longer reportable.